Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-13081. Related manufacturer report number: 2017865-2020-13082. It was reported that the patient experienced a pacemaker site infection. Also, pocket erosion was noted and was attributed to the suture. The system was removed. The patient was in stable condition.